Event description:
It was reported that a patient is scheduled to have a revision of his ams700 inflatable penile prosthesis. The reason for the upcoming revision surgery is unknown.

Event description:
It was reported that a patient is scheduled to have a revision of his ams700 inflatable penile prosthesis. The reason for the upcoming revision surgery is unknown. It was further reported that the device was a non-boston scientific penile prosthesis, not the ams700 device.

Manufacturer narrative:
Additional information indicated this was not a boston scientific manufactured device. This is not a reportable event for boston scientific.